Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that in 2008, two promus stents were implanted in the lad. In 2009, the pt began experiencing bad angina symptoms. The end of the same month, the promus stents were confirmed to be restenosed. Two of another company's drug eluting stents were implanted for treatment. Two to three weeks later, the pt was experiencing soreness in the mouth as if it were burning, blood spots under the tongue, a rash and burning on both hands between the fingers, palm redness, and irritation in the groin from the dye. The pt has consulted his physician and is currently using topical hydrocortisone cream and plans to use antihistamines. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
The second promus (lot 8052861, lot 8052861) is being filed under the same MFR #.